Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On the event date, the lay user/patient contacted lifescan (lfs), alleging that this one touch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began three days prior. The cca noted that the patient manages his diabetes by taking insulin (self-adjuster). As a result of not being able to test his blood glucose, the patient claimed he took 12 units of humalog insulin on the morning of 2009, based on an estimate. Approximately 1 hour and 45 minutes later, during a physical therapy appointment, the patient stated that he began to sweat and shake. The patient reported that his physical therapist gave him 4 glucose tablets and shortly after the treatment, when tested on another device, he obtained a blood glucose result of "65 mg/dl." At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.